Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The suspected lot number was provided; a supplemental will be sent when a review of the manufacturing records is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per medwatch report #mw5106659, it was reported by risk management that the tip of a 4fr embolectomy catheter broke off inside the patient's femoral-to-femoral artery bypass graft. The catheter was inspected prior to insertion with no apparent issues found. A femoral-to-femoral artery bypass procedure was being performed. The procedure was not initially being done under fluoroscopy but was then used to try and find the tip/balloon. Nothing at this time looked unusual. The fogarty was advanced but then pulled back. When it was inserted again there was then resistance. The tip of the fogarty was found to have broken off. The broken piece was not able to be retrieved but the site was searched and could not be visualized. Another incision was made. The issue was resolved without any further incident or complications. The original procedure was able to be completed. The patient's last known status was no injury noted. The patient demographics were requested and received. The device was discarded and not available for evaluation.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution.